Event description:
The event occurred in the USA. It was reported that during patient treatment involving an hls set and a cardiohelp device, the error message "no disposable detected" was displayed. The perfusionist reseated the hls set correctly, however the alarm remained. The patient was placed on support on (B)(6) 2026 in the evening at an outside hospital when the alarm occurred. The patient then was transported to a facility and the cardiohelp used for transport read this alarm as well. When the patient arrived at the facility and the hls set was moved to the current cardiohelp, the alarm was still present and not cleared with reseating the hls set in the cardiohelp. It was confirmed that all the readings regarding pressures, flow, rpm were accurate. No harm to any person has been reported. As the reported failure can lead to a pump stop, if the intervention is set by the user a report is required. Complaint ID# (B)(4).

Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Manufacturer narrative:
The following new information has been received on (B)(6) 2026 : the customer confirmed, that no additional patient data (patient height and initials) were available. No other medical devices were used in conjunction with the event. The patients pre-existing medical conditions and indication for ECMO were the following: cad, as. No harm to any person has been reported. No pre-medical conditions or environmental conditions present at the time, which could influence the event. The affected hls set was primed on (B)(6) 2026 and connected on the same day to the patient. The reported "no disposable detected" alarm occurred on the initial used cardiohelp device, the cardiohelp device which was used during transport and the third cardiohelp device where the patient was transferred after transport. No replacement of the affected hls set was performed. The cardiohelp was excluded as fault. A follow-up medwatch will be submitted when additional information becomes available.

Event description:
Complaint ID# (B)(4).